Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient was implanted with a surgical lead on (B)(6) 2010. It was reported that the patient has not received adequate therapy since implant. He reportedly feels relief in his legs, but not in his back. Efforts to resolve this matter via reprogramming were unsuccessful. In addition, no visible anomalies were observed with the device via x-ray. Surgical intervention was undertaken to replace the patient's lead; however, stimulation has not been initiated since the procedure.